Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional info by hone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse manager reported that a pt had an unexpected postoperative refractive outcome blurred vision after having an intraocular lens (iol) implanted. The lens was exchanged seven weeks later for an iol of a different model; same power. Additional info has been requested.